Manufacturer narrative:
Supplemental submitted as it was initially reported the unit was stuck in trend. Investigation found that the footend lift actually had intermittent function.

Event description:
It was reported via repair work order that the bed was stuck in trend due to a malfunctioned headend lift motor, lift coupler, and potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the footend lift had intermittent function due to a malfunctioned headend lift motor, lift coupler, and potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.